Manufacturer narrative:
Additional information date of event: the event was reported to have occurred between (B)(6) 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event, which was not reproduced. The event history log revealed zero events of system error 345 thermistor disparity. The device was found to be within specification during testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.